Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of upper respiratory infection (pulmonary: positive for: recent uri (patient reports recovering from uri, occasional dry cough),neuro/psych: depression, pseudotumor cerebri- diagnosed two years ago incidentally on eye exam, patient asymptomatic. Patient had csf drained x1. Started on diamox, has not taken in 2 weeks), obesity (bmi 39), pelvic pain female, dyspareunia, past tobacco smoking, surgery (¿ gallbladder surgery 1190 ¿ hysteroscopy; surgery with bilateral fallopian tube cannulation essure (B)(6) 2012 ¿ pr knee scope, diagnostic right (B)(6) 2014 ¿ pr knee scope, shave articular cart right (B)(6) 2014 ¿ pr visual field exam, extended (B)(6) 2016), shortness of breath, gerd, optic nerve disorder, parity 2, gravida ii, heavy periods and hypertension. Previously administered products included: diamox [acetazolamide sodium], prozac, hydrodiuril and lisinopril. Past adverse reactions to the above products included: cough with lisinopril. On (B)(6) 2018,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (operative laparoscopy, bilateral salpingectomy with removal of essure coils, diagnostic hysteroscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: procedure performed: operative laparoscopy, bilateral salpingectomy with removal of essure coils, diagnostic hysteroscopy, dilatation and curettage, and minerva ablation procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 111 kg. [Pathology test] on (B)(6) 2018: surgical path final report: specimen: bilateral fallopian tubes and essure coils x 2 endometrial curettings. Surgical path clinical info: excessive menstruation. Encounter for removal of contraceptive coil from fallopian tube. Diagnosis: a. Bilateral fallopian tubes and essure coils x 2; salpingectomy: benign fallopian tubes with essure coils. Paratubal cyst. Negative for malignancy. B. Endometrium; curettings: benign non proliferative endometrium and endocervical tissue with reactive changes. Negative for hyperplasia and malignancy. Gross description: bilateral fallopian tubes and essure coils x 2. 2 separate fallopian tubes are present, both of which have metallic coils in the proximal portion of the tumor. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of upper respiratory infection (pulmonary: positive for: recent uri (patient reports recovering from uri, occasional dry cough),neuro/psych: depression, pseudotumor cerebri- diagnosed two years ago incidentally on eye exam, patient asymptomatic. Patient had csf drained x1. Started on diamox, has not taken in 2 weeks), obesity (bmi 39), pelvic pain female, dyspareunia, past tobacco smoking, surgery (¿ gallbladder surgery 1190 ¿ hysteroscopy; surgery with bilateral fallopian tube cannulation essure (B)(6) 2012 ¿ pr knee scope, diagnostic right (B)(6) 2014 ¿ pr knee scope, shave articular cart right (B)(6) 2014 ¿ pr visual field exam, extended (B)(6) 2016), shortness of breath, gerd, optic nerve disorder, parity 2, gravida ii, heavy periods and hypertension. Previously administered products included: diamox [acetazolamide sodium], prozac, hydrodiuril and lisinopril. Past adverse reactions to the above products included: cough with lisinopril. On an unknown date, the patient had essure inserted. On (B)(6) 2018,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (operative laparoscopy, bilateral salpingectomy with removal of essure coils, diagnostic hysteroscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: procedure performed: operative laparoscopy, bilateral salpingectomy with removal of essure coils, diagnostic hysteroscopy, dilatation and curettage, and minerva ablation procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 111 kg. [Pathology test] on (B)(6) 2018: surgical path final report: specimen: bilateral fallopian tubes and essure coils x 2 endometrial curettings. Surgical path clinical info: excessive menstruation. Encounter for removal of contraceptive coil from fallopian tube. Diagnosis: a. Bilateral fallopian tubes and essure coils x 2; salpingectomy: benign fallopian tubes with essure coils. Paratubal cyst. Negative for malignancy. B. Endometrium; curettings: benign non proliferative endometrium and endocervical tissue with reactive changes. Negative for hyperplasia and malignancy. Gross description: bilateral fallopian tubes and essure coils x 2. 2 separate fallopian tubes are present, both of which have metallic coils in the proximal portion of the tumor. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.